Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance. It was noted this rv has known issues (this was not described). Boston scientific technical services was consulted for further review and recommendations. No adverse patient effects were reported. This product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).